Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted.

Event description:
Customer reports that the unit alarms co2 rebreathing risk. Unknown if it was in use, no harm reported. The customer spoke with a remote service engineer (rse) and verified that the external exhalation port is not occluded. Rse advised customer to check the air and o2 flow sensor with zero pressure and zero flow. Average air= -23.1 average o2 =0.0. Currently at (B)(4) software. Advised customer to update the unit to the 3.10 software and perform the flow sensor zero and a full performance verification test. Advised customer if that does not correct the issue to replace the flow sensor. Provided customer service guide and advised how to download the software. Further information is pending.